Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Consumer sent e-mail stating that a piece of tampon broke off inside of her. No injury was reported.